Manufacturer narrative:
The balloon catheter afapro28 with lot number 46638 was returned and analyzed. Visual inspection of balloon catheter showed the device was intact with no apparent issue. Smart chip verification indicated the catheter was not used. The catheter passed the performance test as specification. During inflation and ablation phase a kink was observed on guide wire lumen inside the balloon segment. The dissection showed the guide wire lumen kinked inside the balloons at 1.19 inches from the tip of the catheter. The pressure test did not show any breach at the balloons or the guide wire lumen. In conclusion, the catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.